Event description:
It was reported that a pen needle 32gx4mm 14 pack was difficult to operate during use. The following was reported by the initial reporter: "when the patient was routinely injected with novotrel 10u at 06:00 on 2021-1-26 , it was found that the needle of the injection pen was bent and insulin could not be injected, so the spare injection pen needle was replaced immediately. Insulin was injected to the patient, and explanations were made to the patient."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 7pcs retention samples were checked on np, IV point and np gap, no failure found.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle 32gx4mm 14 pack was difficult to operate during use. The following was reported by the initial reporter: "when the patient was routinely injected with novotrel 10u at 06:00 on (B)(6) 2021, it was found that the needle of the injection pen was bent and insulin could not be injected, so the spare injection pen needle was replaced immediately. Insulin was injected to the patient, and explanations were made to the patient."